Event description:
I had mentor ¿smooth round high profile saline breast implants,¿ reference number: 350-3420; lot number: 6478469 and serial number: (B)(4) put in (B)(6) 2011 by dr. (B)(6) in (B)(6). These implants were 400ml. On (B)(6) 2017, these implants were replaced due to leakage (both implants were leaking, something dr. (B)(6) said was unusual). The replacements were reference number 350-3420; serial numbers: (B)(4). These implants were 420cc. Beginning (B)(6) 2017, I started to have significant pain and weakness in my extremities and extreme fatigue. Additionally, I developed capsular contracture in both breasts as well as severe raynaud¿s syndrome in my hands. At one point, I was even in a wheelchair for about 4 days. Thus, began countless trips to doctors (rheumatologists, pulmonologists, neurologists, general practioners, endocrinologists as well as trips to the ER, and (B)(6) medical school) in an effort to determine the cause. After multiple trips to (B)(6) (I live in (B)(6)), it was determined that I have scleroderma and it was possible that the implants may be a contributing factor. At the urging of my doctors both in (B)(6) on (B)(6) 2019, I had the implants removed ¿en-bloc¿ by dr. (B)(6). Since removal (only 3 weeks ago), I can already see improvement in the pain and weakness as well as the fatigue. My breathing has improved as well as my raynaud¿s. I believe these implants were indeed a contributing factor if not the culprit in seriously undermining my health.